Event description:
It was reported that the lead was undersensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. Analysis revealed no anomalies. Both the defib and proximal conductors were distorted. There was blood/body fluid (not obstructed) on the distal conductor and it was also stretched. There was blood/body fluid on the outer tubing overlay and the overlay was also melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and there was apparent explant damage.